Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The blood glucose level was 533 mg/dl. The customer also stated that the catheter tube and cannula was not coupled. The insulin pump will not be returned for analysis.